Event description:
Recurring occlusion alarms were reported that the customer was unable to resolve despite changing supplies. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy with a backup plan if necessary.